Event description:
Diabetic suffered a hypoglycemic event after basing insulin therapy on the strip code used to calibrate the device. Medics responded and determined blood glucose to be 40 mg/dl by an unk method. Glucose was administered and the diabetic transported to a hospital. Diabetic remained confused for several days after regaining consciousness. Device labeling does instruct the user to code the meter to the strip lot prior to use. Stepwise instructions are included with the device.